Manufacturer narrative:
The customer reported two potentially associated lot numbers, 801901 and 802085. A batch review was conducted for both potentially associated lot numbers, and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented inlet set had a ¿soft plastic off-white cylinder particulate¿ on the spike of port 1. This was discovered after compounding. There was no patient involvement. No additional information is available.